Event description:
It was reported that the non-preloaded monofocal intraocular lens (iol) was explanted from the patient's right eye and replaced with an anterior chamber lens due to the lens being dislocated, which was discovered at a follow-up exam. A vitrectomy was performed. No further information was provided.

Manufacturer narrative:
Section a5 race: unknown; requested but not provided. Section b3: date of event: unknown; requested but not provided. The best estimate date is between nov 13, 2023 and dec 11, 2023. Section h3 - other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - clinical code 4581 is to capture device decentered or dislocated or tilted subluxated or wrong position. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: additional information was received reporting that the date the symptoms were first noted was on (B)(6) 2023. The cortical material was covering a portion of the pupil likely causing issue with acuity. It is unknown if this issue was due to device malfunction. The issue was not due to patient anatomy issue or pre-existing patient condition. A non-johnson and johnson anterior chamber intraocular lens (iol) was implanted as replacement (13.5 diopter). There was no patient injury. The vitrectomy was unplanned. The patient's race (white) was also provided. The patient has no issues. No further information was provided. The following fields have been updated accordingly: section a5: race: white. Section b3: date of event: (B)(6) 2023. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.